Event description:
Following lasik surgery, my eyes no longer produce natural tears. To control the extreme dryness, use eyedrops throughout the day. I also need to wake up throughout the night to use the eyedrops; typically eight times per night. I use one large bottle of eyedrops per week. In the two years following the surgery, I also have experienced frequent headaches and frequent eye infections.